Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The most likely cause of the stimulation being felt down the leg and never in bike seat area was due to improper placement of the stimulating implanted electrodes. Issue has not yet been resolved. Device removal/replacement hasn't been planned yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have an doctors appointment on (B)(6) 2024. They don't know what caused the stimulation felt down the leg and never in the bike-seat area, they are still trying to determine. They stated, "maybe faulty factory programming of 'programmer'?". Patient said they were dissatisfied with the device, rep, and the doctor. The doctor always refers the patient to the representative. They felt the stimulation in left back upper part of leg. When they crank up the amplitude they feels it all the way down the leg. They felt stim from the knee upward on the rear side left back. Battery was installed in right upper buttocks. When on the table they asked during the trial what side seemed to give you the most relief. The patient didn't think either but maybe the left. Patient is going to ask the doctor to remove the device (B)(6) if they can't come up with a customized program. Patient is trying each of the programs for five days. Patient had leaked a few times, and says not getting 50% or greater relief of symptoms. Currently on program 2 at 2.0ma. Patient was seen (B)(6) , and reached out to rep on 16 or 17 and talked to him monday the 18th. Patient mentioned waking up and leg being kind of crampy on this program maybe 4 days ago. The dvd, they said says if you don't notice a distinct difference in the trial don't get the implant. Patient didn't know they shouldn't get the device. They went ahead with what the doctor said and got the operation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the cause of the issue they stated that it was not determined. The device's efficacy was low-to-nothing in their case. The manufacturing representative (rep) drew the wrong conclusion from the data they presented to them during/after the trial in (B)(6) 2023. They stated that nights 3 and 4 showed slightly improved symptoms but it was a bell curve and not a building cure which did not reflect success. The urologist finally presented them with a dvd in (B)(6) 2024 from which the narrator stated that unless the rial was resoundingly favorable, then they shouldn't go ahead with the permanent implant. They stated that the biggest problem was overzealous reps and hcps. They stated that in retrospect they regard the "experiment" a waste of their time and money. The issue had not yet been resolved. On (B)(6) 2024 the patient called back and reported that the system was removed yesterday by their implanting physician. Patient said they had the system removed as they shouldn't have ever received it due to not having had an overwhelmingly successful trial and said that the rep said that their trial results were successful. Patient reported dissatisfaction with service received from sales representative. Patient said that they returned external equipment to physician. Patient said that the whole thing was kind of a failed operation as it was incorrectly concluded that the patient passed the trial, which patient found out that they actually did not however the rep pushed for the patient to receive the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that is not satisfied with the performance of the setting. Patient said that was having a good amount of pain on program 1 as was running it up to the point where it was painful however then backed it down to be able to get to sleep at night. Patient stated hasn't received enough information about programming at this point. Patient said that did contact the local medtronic representative last saturday about therapy issues. Reviewed therapy information and general programming guidance. Patient was redirected to their healthcare provider to further address the issue. Patient said had follow up appointment last thursday and only saw the pa and someone from medtronic, name unknown. Patient also mentioned said is a bicyclist and rides 40-50 miles twice a week. Patient also said that when they are sitting on the side of their bed, it feels a little tight like it is a worked out muscle. Documented reported event. No further action was taken by patient services. Patient said also discussed therapy with their pcp and has additional programming technical questions. Email was sent to representative. Additional information was received from the patient. The patient called back and had additional questions. The patient reported that they initially met with the manufacturing representative (rep) on saturday, 2024-jan-27 and told the rep about the therapy not helping/showing no improvement since implant, the pain from program 1 and how they were feeling their stimulation down their left leg for the first couple of nights that was so bad they couldn't sleep, it was so painful and it felt like they took a 50 mile bike ride. Agent reviewed stimulation considerations with the patient and the patient stated they had never felt the stimulation in their bike-seat, only down their left leg. The patient stated when they talked to rep about it, they told them they could try different programs as they had programs 1-7, so the patient had tried each program and always felt the stimulation in their left leg and not in their bike-seat but the program where they were getting the "best bang" for their "buck" was program 4 but that was where their left leg tingled the most. The patient also was looking at a brochure and stated "I see 3 parts here but why do I have a 4th part?" The patient stated the '3 parts' they were seeing was the ins, the lead and the communicator and that the 4th part they were referencing was something "bulging, kind of like a pregnant lady" on their right hip/buttock area. The patient stated it felt "round" and that the rep had told them to put the communicator next to the "bulge" to connect to their implant. Agent reviewed implanted system components with the patient and the patient stated that it was "odd" because before when they trialed, they stated that the left side worked for them the first few days out of the 7 before their symptoms went back to "business as usual" and then they switched to the right side which did nothing for them so when they were talking about their trial results with the health care provider (hcp) and the rep it was decided that the left side would be the side they would use and the patient stated they went to sleep for their implant procedure they told the patient that everything would be on the left side but they woke up and they were told that there was "something on the left side and something on the right side." Agent reviewed with the patient that if the rep told the patient to put their communicator by the bulge on the right side then the ins was probably on the right side. The patient asked "then why do I feel everything down my left leg?" Agent redirected the patient to follow up with their health care provider (hcp) to discuss their inquiries about exact device placement locations and also about the stimulation down their left leg and finding the best setting. The patient stated they already had a call into their hcp and were waiting for a call back. Please understand the patient was reporting a lot of information and "it was" difficult to follow along with what the patient was saying. Agent did their best to document the reported information but did not ask further questions about the trial as they were focused on the reason for call.